Event description:
It was reported that prior to starting a da vinci surgical procedure, it was noted that a broken cable was observed on the pk dissecting forceps instrument. No missing or fallen pieces were reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found the instruments pitch cables were broken. The pitch cable was broken at the hypotube. The length of the broken fragment extended into the main tube. The length of the broken fragment was greater than the distance from the distal clevis to the main tube. No other damage was found. The customer reported complaint does not in itself constitute a MDR reportable event; however; the broken pitch cables if to recur could cause or contribute to an adverse event.